Event description:
It was reported that the ilet pump touchscreen became unresponsive after the user tapped the glucose graph, preventing navigation and confirmation of a firmware update, which impeded cartridge change and insulin delivery; the issue aligned with an unresponsive key/button on the touchscreen, and a replacement pump was arranged while the user reverted to subcutaneous insulin via pen. Symptoms included hyperglycemia with a reported glucose level of 290 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem affecting the touchscreen interface consistent with an unresponsive button condition on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.